Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action the device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had forty-eight lvps in which the display was dim. There was no report of patient involvement.